Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible patient factors not provided may have caused or contributed to the event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 5 years and 2 months, and 1 day post procedure with a 23mm sapien 3 ultra valve the patient is being evaluated by the heart team for severe aortic stenosis. CT scan images were submitted for proctor review. Per the edwards proctor review there is presence of hypo attenuated leaflets thickening (halt), probably mild-moderate, and which would not cause severe as by its own. However, there is also a presence of calcification on the prosthetic leaflets, which in combination with halt then could lead to a more severe stenosis. The proctor has recommended correlating these observations with the echocardiogram findings (preferably tee) and was of the opinion that the best approach would be a tav-in-tav. According to the most recent information, no intervention has been carried out. Additional information was received; the patient will have a valve in valve procedure. The patient denies symptoms of shortness of breath, dyspnea exertion, chest pain, palpitation, syncope or near-syncope. The patient, however, does admit to a decreased exercise tolerance over the past year that has remained stable over the past 3 months.